Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 584 mg/dl. Customer started using the pens the customer think insulin pump was not working as it should two infusion set changes in the last 3 days. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.